Event description:
It was reported that during a da vinci-assisted low anterior resection, an incomplete staple line occurred with the use of a sureform 60 green reload, resulting in insufficient sealing of the anastomosis. There was significant angulation during the firing, as well as multiple pauses for tissue compression. One side of the staple line was properly stapled, while the other side was completely open with loose staples. To address the issue, a new staple line was created. This resulted in a procedure delay of less than 15 minutes, and the procedure was completed robotically. A video recording of the event was not available due to technical difficulties capturing the perioperative video.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A system log review was performed the logs show sureform 60 stapler with part no 480460-12, lot no k11250718-0143, was installed on the system 4 times and fired 3 green reloads. On installs 1, 2, and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a green reload was installed, however no clamping or firing was performed. After the fourth install, the instrument was removed and not used again in the procedure. There were no stapler related errors seen in the logs.